Event description:
Caller states pt was unresponsive with blood glucose result of 520 mg/dl obtained on inform system. 15 minutes later a result of 188 mg/dl was obtained on inform system, and 21 minutes following result of 520 mg/dl a result of 15 mg/dl was obtained on lab value. Pt was later treated with an ampoule of d50 based on lab value of 21 mg/dl done at an unk time. Pt's low blood glucose symptoms improved following treatment. Requested return of suspect device and replacement was sent.